Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose level ranged from 378-379 mg/dl. Prior to the report with tandem technical support the customer changed the cartridge; therefore, no troubleshooting could be performed to determine a root cause.